Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 23 march 2018. One (1) year and 8 months after primary tkr the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 03 april 2018. (B)(4). Preliminary investigation based in the picture of the explanted insert fixation screw performed by r and d product manager on 05 april 2018: loosened insert safety screw occurred about 20 months after primary surgery removed by arthroscopy. No details relevant for the event can be noted looking at the picture of the explanted screw. No other components have been removed. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque.

Event description:
Inlay locking screw arthroscopic removal due to unscrewing after 1 year and 8 months from primary. Torque limiter screwdriver was not used during primary surgery.

Manufacturer narrative:
Visual inspection of the explanted insert fixation screw performed on 23 may 2018 by r&d product manager: loosened insert safety screw occurred about 1 year and 8 months after primary surgery removed by arthroscopy. The head and the threaded part of the screw looks partially damaged. Threads have been plastically pressed once, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. No other components have been removed, so we can suppose that they have been found in good condition during arthroscopy to remove the screw. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation (ref. 02.07.10.4577; torque limiter screwdriver 3.5 nm) would prevent this event. Torque limiter screwdriver is already available and its use is mandatory. No further considerations can be done basing on the available information .